Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. The log file contained data spanning approximately 19 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A total of 9 no external power alarms were observed throughout the log file. These alarms appeared to have been caused by disconnections of both power cables while performing a power source exchange. No other notable events were observed throughout the log file. The system controller (serial number unknown) was not returned for analysis. The root cause of the no external power events appeared to have been user error in disconnecting both cables from power. The heartmate ii patient handbook (section 2 ¿how your heart pump works¿) instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their controller, including alarms associated with no external power conditions. Patients are advised to immediately connect to a working power source if possible in the case of a no external power alarm. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled "emergency contact list"). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: correction. During further investigation of the log files, the alarms that were previously determined to be a "no external power alarm" were in fact determined to be a "double power disconnect alarm" which was determined to be user error and reported under the controller and not the mpu (mobile power unit). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a no external power event on (B)(6) 2020 that looks like an ac power while on the mpu. Additional information was requested but not provided.